Event description:
It was reported that this right ventricular lead was surgically abandoned due to experiencing high out of range pacing impedance measurements which triggered a lead safety switch. Due to this, oversensing was also observed. Another lead was implanted instead. No further adverse patient effects were reported.